Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient was experiencing ¿a lot of problems¿ with their gastroparesis and ins. It was explained that the patient would eat food and within 10-30 minutes, they would experience major pain that they ¿can¿t stand¿. It was noted that the pain almost made the patient want to go to the hsp, but they never go to the hsp and just take oral meds at home. The patient had been dealing with their gastroparesis for the last (approximate) 20 years and never had pain; their gastroparesis just caused nausea and throwing up, but suddenly now they were getting a lot of pain whenever they drank or ate anything. It was noted that this was a sudden change in therapy/symptoms and the patient was keeping track of their specific symptoms starting on the 9th or 10th of october, but the pain was experienced before these dates; however, a specific date was not reported. No further complications were reported/anticipated.